Event description:
During an upper gi procedure, the physician removed a nodule from the distal portion of the stomach. A cook disposable hemostasis clip was placed at the removal site to hold the tissue together. Two days after the procedure, the physician was called in because the patient was bleeding. The patient went to surgery for repair and is now doing fine. The medical staff believes the patient bleed was due to the clip falling off and not holding the tissue together. The patient required surgery and is doing fine at this time.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.